Manufacturer narrative:
The devices have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
It was reported that on (B)(6) 2021 the backup generator failed during a routine shutdown and all ccu 8015 pumps alarmed with error code 121.2000.2 and powered down. The device failed to convert to battery power. Biomed stated that the facility uses bd batteries. The customer stated that the staff had to restart all devices, once restarted reported no issues. There was no report of patient impact or additional event details provided per customer for this complaint.

Event description:
It was reported that on 17april 2021 the backup generator failed during a routine shutdown and all ccu 8015 pumps alarmed with error code 121.2000.2 and powered down. The device failed to convert to battery power. Biomed stated that the facility uses bd batteries. The customer stated that the staff had to restart all devices, once restarted reported no issues. There was no report of patient impact or additional event details provided per customer for this complaint.

Manufacturer narrative:
N/a, no product was received for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the may 2021 complaint review board (crb) did not find an increasing trend for the reported issue of " error code 121.2000/device shut down¿ based on the crb review and the limited information provided no further investigation actions will be performed. The root cause of the reported devices powering down following an alarm for error code 121.2000.2 was identified as due to the power supply processor not responding after voltage supplied to the device becoming unstable during backup generator testing. The report of devices powering down following an alarm for error code 121.2000.2 was not confirmed. No product (devices or device logs) was provided for investigation. ¿ although, the reported error could not be confired for this complaint, other investigations for this customer (for the same failure mode and event date) did confirm error code 121.2000.2. ¿ those investigations show the facility performed backup generator testing on the day of the reported event (17 april 2021 at around 9:18 am). ¿ error code 121.2000.2 is a fatal error that occurs when the power supply processor in the pcu quits responding and can occur when the voltage supplied to the device becomes unstable, such a during backup generator testing. In these instances, power to the pcu switches rapidly between dc and ac power, causing the power supply processor to quit responding. ¿ since the malfunction (error code 121.2000.2) is a fatal error, the infusions are stopped. The pcu does not have an opportunity to switch to dc power since the rapid power fluctuation caused the power supply processor to lock up and quit responding. ¿ the pcu also would not have been expected to switch to battery power in this case since power only fluctuated rapidly and did not remain on dc power. ¿ the alaris system has been validated to the 60601-1 compliance requirements ¿ no product was received for investigation. ¿ the device was being used for treatment.